Event description:
A dealer reported that a complainant had alleged that a patient had inhaled a bur during a procedure.

Manufacturer narrative:
The bur had become lodged in the patient's lung. No further information has been provided at this time. Further information has been requested regarding the patient's health status and will be provided in a follow up report. A visual evaluation was performed on the unused returned product, yielding results within specifications.

Manufacturer narrative:
The patient was hospitalized and several attempts were made to remove the bur using a bronchoscope; however, the procedures were not successful. It was reported that the patient is elderly and has pre-existing heart and lung capacity conditions which have prevented the doctor's from being able to surgically remove the device. The patient was informed by the clinic that the bur may be permanent and that he may seek treatment in case of complaints or impairment. The user reported that the bur was difficult to attach to the handpiece. It is stated in the 'instructions for use' that a loose or extended instrument could eject from the chuck or break and cause injury. The returned unused product was evaluated and yielded results within specifications. It is also cautioned in the 'instructions for use' that the use of a dental dam is highly recommended to guard against the ingestion of debris. These investigation results indicate that this incident is an isolated incident that occurred as a result of a user/technique related issue and was not due to a product failure.